Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed there was a cut in the cuff. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated re-intubation of a replacement was required.